Manufacturer narrative:
The insulin pump alarmed compromised force sensor system error during the basic occlusion test due to loose/protruded drive support disk. The insulin pump was received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window, scratches on the reservoir tube window, cracked belt clip slot and cracked reservoir tube.

Event description:
Customer reported via phone call prime anomaly and damage on their insulin pump. Customer's blood glucose level was 71 mg/dl. Customer advised insulin squirts out everywhere during manual prime process. Troubleshooting for the prime rewind was performed. Customer is receiving a compromised force sensor system error alarm. Customer advised they are stuck in preparing to prime loop. Customer advised there was a crack near the window screen which threw the piston pump motor. Customer advised the insulin pump has fallen to the floor multiple times. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.